Event description:
It was reported that 2 synframe guide rods were over tightened and broke. There was no reported patient impact. One of 2 report the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record revealed no issues related to the reported complaint. Visual inspection revealed the clamping mechanisms are cracked and the clamping jaws broke off. Microscopic investigation shows that the devices were many times over-tightened while use may lead to fatigue breakages. The hexagonal bolts were tightened too much and the resulting mechanical overloading led to breaks. Conclusion, no product fault could be detected.